Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level ranging between 504-505 mg/dl. A manual injection was administered and infusion set changes were performed to address bg. Reportedly, the customer continued to use the pump for insulin therapy.